Event description:
"Pt taken to surgery on 11/12/96 for chronic tonsillitis and laryngeal nodules. Physician was using a co2 laser on the vocal cords when black smoke came out of the pt's mouth. Water was applied and, thereafter, the pt was extubated, all within seconds. The fire extinguished. The pvc endotracheal tube, which was wrapped with another was found to be charred. The pt was found to have burns and developed pulmonary edema and was on ventilator support. X-rays on 11/13/96 revealed a foreign body in the right main stem bronchus which was removed via bronchoscopy on that same date. The foreign body proved to be the distal end of the endotracheal tube from the surgery on 11/12/96. On 11/14/96, a tracheostomy was performed. The pt's is stable and remains hospitalized on 28% o2 via tracheal mask and is ambulatory and eating as of the drafting of this report."